Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 09/17/2024.

Event description:
A patient reported that when they took out their impression kit at the bottom, their tooth fell out too on the bottom right side. The patient went to the dentist, and they cemented the tooth back in. The patient decided to have an implant replacement. The patient said once they have a virtual appointment from byte on their next steps, they will begin the process to get their teeth taken care of.